Event description:
It was reported that the foot pedal was stuck. An angiojet ultra 5000a was selected for a thrombectomy procedure. During the procedure, it was noted that the pedal was stuck. There were no patient complications reported.